Event description:
Boston scientific received information that interrogation of this device could not be performed despite the use of two different wands, two programmers and moving the patient into a different room. Device evaluation noted no pacing therapy. Therefore, the device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.